Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
On initial mw-207963 is incorrect and should be (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned device revealed a fracture located at tap¿s distal tip. Device was then sent for fracture analysis. The fracture analysis report suggests the tap underwent a quasi-static torsional shear overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the threaded portion of the tap breaking cannot be positively determined. However, the fracture analysis report suggests the tap underwent a quasi-static torsional shear overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was performing a l23 extension to a previous l3-s1 lumbar fusion. Upon placing the 5mm dual threaded tap into the first pedicle the threads of the tap broke inside the pedicle. Threads from the tap were still exposed and the tap was able to be threaded out of the pedicle. No harm was caused to the patient.